Event description:
It was reported that the patient experienced inadequate stimulation. Imaging displayed that the spinal cord stimulation lead had migrated. The patient underwent a lead revision procedure during which the physician accidentally removed the incorrect lead. Consequently, both leads were removed and replaced with two new leads. The patient recovered postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7076464.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352500. Model: sc-2352-50. Serial/batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. Imaging displayed that the spinal cord stimulation lead had migrated. The patient underwent a lead revision procedure during which the physician accidentally removed the incorrect lead. Consequently, both leads were removed and replaced with two new leads. The patient recovered postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.